Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12 synergy ii drug-eluting stent was selected for use. However, during the procedure, the stent came loose inside the protective cover, making it impossible to use. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12 synergy ii drug-eluting stent was selected for use. However, during the procedure, the stent came loose inside the protective cover, making it impossible to use. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual, tactile and microscopic examination was performed. The stent was not attached onto the balloon and was found within the balloon protector and product mandrel. The stent was not stretched and was crimped together. There was no damage on the stent however it was not crimped onto the balloon and was found within the balloon protector and mandrel. A kink was identified on the hypotube, 1cm from the strain relief. The shaft polymer extrusion was slightly stretched 9cm in length distally from the port exchange. Balloon cones were reviewed and were not subjected to positive pressure. Crimp markings were visible on the balloon. Bumper tip showed no signs of distal tip damage.